Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("belly swollen and hard"), pain ("whole body pain hurts"), abdominal rigidity ("belly swollen and hard"), contusion ("bruising"), alopecia ("hair loss"), muscle contractions involuntary ("fake contractions"), inflammation ("inflammation") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pain, abdominal rigidity, alopecia, muscle contractions involuntary, inflammation and arthralgia outcome was unknown, the abdominal distension had not resolved and the contusion had resolved. The reporter considered abdominal distension, abdominal rigidity, alopecia, arthralgia, contusion, inflammation, medical device removal, muscle contractions involuntary and pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: contusion, alopecia, body pain, abdominal distension, abdominal rigidity, muscle contractions involuntary, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event "joint pain" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("belly swollen and hard"), pain ("whole body pain hurts"), abdominal rigidity ("belly swollen and hard"), contusion ("bruising"), alopecia ("hair loss"), muscle contractions involuntary ("fake contractions") and inflammation ("inflammation"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pain, abdominal rigidity, alopecia, muscle contractions involuntary and inflammation outcome was unknown, the abdominal distension had not resolved and the contusion had resolved. The reporter considered abdominal distension, abdominal rigidity, alopecia, contusion, inflammation, medical device removal, muscle contractions involuntary and pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: contusion, alopecia, body pain, abdominal distension, abdominal rigidity, muscle contractions involuntary, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("belly swollen and hard"), pain ("whole body pain hurts"), abdominal rigidity ("belly swollen and hard"), contusion ("bruising"), alopecia ("hair loss"), muscle contractions involuntary ("fake contractions") and inflammation ("inflammation"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pain, abdominal rigidity, alopecia, muscle contractions involuntary and inflammation outcome was unknown, the abdominal distension had not resolved and the contusion had resolved. The reporter considered abdominal distension, abdominal rigidity, alopecia, contusion, inflammation, medical device removal, muscle contractions involuntary and pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: contusion, alopecia, body pain, abdominal distension, abdominal rigidity, muscle contractions involuntary, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: event" mine is still swollen and hard on top" added. Social media reporter added. Fu 1, 2, 3, 4 processed together. On 23-mar-2020: social media content received. Event: whole body pain added. Reporter was added. On 23-mar-2020: social media content received: event bruising and hair loss was added. Reporter information was added. On 23-mar-2020: follow up received from social media. Reporter was added. Events muscle contractions involuntary and inflammation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6)2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.